Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed. The problem was confirmed through artemis, which logged recurring c-34 errors, as well as m-11 errors recorded, including m-11 and m-02. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the iesu displayed error code c-34 upon startup, and a review of the log showed an additional error: c-00. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a lower voltage than expected, which may be indicative of a faulty electrical component within the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the c-34 message was received multiple times or staff corrected by switching coag mode to classic. Technical support engineer (tse) explained force triad integration steps and attempt to connect the force triad. The procedure was completed with no reported injury.